Event description:
It was reported that cadd legacy pump displayed alarm code and stated battery was leaking. No patient injury was reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed which is an issue with the back-up capacitor. Replaced back-up cap. No issues were found with "leaking battery".